Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, lead was returned in two segments - severed approximately 130mm from the terminal end. Induced damage during explant. Coils and insulation cut with tool. Visual examination of the lead noted calcification of body fluids on the lumen(s) - due to damaged insulation. Calcification was observed on the proximal shocking coils. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the clinical observation of oversensing, may have been impacted by the calcium deposits on the tip or electrodes of the returned lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, resulting in inappropriate anti-tachycardia pacing (atp) and greater than 2 seconds of pacing inhibition. A technical service (ts) consultant was asked to review device data. Ts advised the noise is seen on the ra channel, rv channel, shocking channel. The ra lead is a non-boston scientific lead. Ts provided recommendations for lead integrity testing with movement and manipulation. This rv lead remains implanted. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was surgically explanted. The physician advised a short extraction of the electrode found that the lead was too fragile, insulation tears during attempts to remove. A new rv lead was implanted and provided good measurements within normal range. Besides surgical intervention, no adverse patient effects were reported. The explanted lead has been received and analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, resulting in inappropriate anti-tachycardia pacing (atp) and greater than 2 seconds of pacing inhibition. A technical service (ts) consultant was asked to review device data. Ts advised the noise is seen on the ra channel, rv channel, shocking channel. The ra lead is a non-boston scientific lead. Ts provided recommendations for lead integrity testing with movement and manipulation. This rv lead remains implanted. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was surgically explanted. Besides surgical intervention, no adverse patient effects were reported.